Event description:
The user facility in china reported a vitrectomy cutter was not cutting during the procedure. This occurred five times on five different days and the cutters were aspirating.

Manufacturer narrative:
The incident dates have been requested yet not received. The investigation is ongoing. See related: 0001920664-2024-00121, 0001920664-2024-00122, 0001920664-2024-00124 and 0001920664-2024-00125.

Manufacturer narrative:
Evaluation completed. One opened bl5523wv pack from lot x5137 was returned. The expiration date on the label is 2025-mar-23. The tip protector was not received. The needle is bent. The port window is in the opened position with debris visible inside. There is dried solution visible in the tubing. This cutter looks used. The extension handle is attached to the vit cutter body. The back cap is slightly gapped on one side. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The back cap popped off the vit cutter body. Due to the returned condition with evidence of use, the cause of the bent needle cannot be determined. Assignable root cause could not be determined due to returned condition of the device. The cutter did not perform as intended during evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related: 0001920664-2024-00121, 0001920664-2024-00122, 0001920664-2024-00124 & 0001920664-2024-00125.

Event description:
Additional information was received stating the date of the events are 6/28, 7/2, 7/4, 7/5 and 7/18.